Manufacturer narrative:
The device was returned for evaluation upon patient death. Final analysis found no anomaly, and device was in the normal range of operation with appropriate remaining longevity. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient received an aveir leadless pacemaker (lp). The patient was found to be deceased post-procedure due to unknown causes. There were no direct allegations that the patient's death was caused or contributed to by their implanted system.